Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set cannula was bent due to patient didn't regularly rotates site location event (B)(6) 2026. Which resulted in high blood glucose level (530 mg/dl) and treated with correction injection via multiple daily injections.